Manufacturer narrative:
A2): patient''s date of birth unk. A4): patient''s weight unk. B6): relevant tests/laboratory data unk. B7): other relevant history unk. D4): device serial number unk. H3/h6): the device was discarded, thus no investigation could be completed and the reported event could not be confirmed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to cied system/pocket infection. A spectranetics 14f glidelight sheath was used to attempt lead extraction. During removal, a kink was noted approximately 20 cm from the distal tip, with red laser light shining from the area of the kink. Use of the glidelight was discontinued, and another of the same device was used to complete the procedure. There was no reported harm to the patient or the user. This event is being reported for unintended radiation exposure, potential for harm.